Event description:
It was reported that the pt expired. The death was reported to be unrelated to the device. The pt had a history of metastatic colon cancer. The pump contained hydromorphone 2.0 mg/ml at 0.8812 mg; bupivicaine 40 mg/ml; droperidol 300 mg/ml in simple continous mode.

Manufacturer narrative:
The device that there was residue build-up in the reservoir bellows. The analyst was unable to easily install or remove liquid from reservoir. The pt expired in 2007. The device was returned for analysis on 2/18/2008.

Manufacturer narrative:
(B)(4).